Event description:
During troubleshooting a check lines and bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp) revealed that the heater line had dropped on the ground when connecting to the bag. The hp stated that he did not want to use that line, so he clamped it and attached the heater bag to the white clamp. The technical service representative (tsr) explained that each line is programmed to perform a certain function, the red clamp line fills hp with warm solution from the heater bag and the white clamp line supplies the heater bag with solution to fill the hp. The tsr suggested to start over with new supplies, also to avoid contamination from the heater line dropping on the ground. During a follow up with the hp's wife regarding the reported issue, it was revealed that the issue was resolved that day, and hp had resumed therapy without any further difficulties. The wife stated that they had discussed the appropriate procedure with the nurse as well. Per wife, hp is doing fine and continuing. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The issue was resolved over the phone. This was an incident involving a user error during therapy and there was no allegation against the baxter product; therefore the sample will not be requested for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error. The patient stated that the heater line dropped on the ground when connecting to the bag. The home patient (hp) stated that he did not want to use that line, so he clamped it and attached the heater bag to the white clamp. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Per the complaint information, the cause of the complaint is user error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.